Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were sticking and hard to press . The customer¿s blood glucose level was 116 mg/dl at the time of the incident. Customer reported that the insulin pump had no delivery alarm. Customer was not able to troubleshoot at time of call. Customer was unable to determine the cause of the issue. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display or button error alarm noted during testing. Device had unresponsive up and down buttons due to unlocked j2 or lcd keypad connector. Unable to perform operating currents, self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button.